Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
This pi is for d&I and exchange of the polyethylene and head for infection on (B)(6) 2018. As reported via clinician review: "(B)(6) 2018: note. Infection. Washed out. New head and liner? On (B)(6) 2018: cultures. Staph epi. Mostly sensitive."

Manufacturer narrative:
An event regarding infection involving an unknown hip implant was reported. The event was confirmed via clinician review. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: note: this was a difficult case to review as there were mixed languages and translations. Summary: the patient had a tha that became painful. There was an ongoing work-up that did not define an issue despite an MRI with a suspected pseudo tumor. The patient became unstable and sustained two dislocations. This led to a revision surgery. At the time of the revision there were findings of pseudo tumor, soft tissue necrosis, abductor loss, and corrosion products at the trunnion interface. The surgeon described it as alval like. The post operative course was complicated by an infection with staph epi that led to two I and d and exchange of the polyethylene and head. Root cause. It would be difficult to ascertain a root cause without additional medical records and translation, however, it would appear that there was an adverse local tissue response to metal/corrosion by products that led to tissue necrosis, abductor loss and subsequent hip instability necessitating revision surgery. Examination of the explants, lot numbers (for lfit issue) and pathology reports may be helpful. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: all stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance to applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
This pi is for d&I and exchange of the polyethylene and head for infection on (B)(6) 2018. As reported via clinician review: "on (B)(6) 2018: note. Infection. Washed out. New head and liner? On (B)(6) 2018: cultures. Staph epi. Mostly sensitive."